Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor has fractured into multiple pieces. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during acl surgery, while the biosure regenesorb screw was being inserted at the tibia tunnel, the threads got damaged; a 7mm tibia endoscopy drill bit was used for the tibia tunnel, and the surgery was completed using a backup device after a surgical delay of less than 30 minutes, with no further complications reported.